Event description:
It was observed that during the device evaluation, the video system center exhibited error code b30 (scope communication error) . There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: top cover and the circuit board chassis are both rusty; and the locking system of the video connector found faulty, but the connection was still possible. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like the reported event "error b30" was caused by a circuit board failure. Olympus will continue to monitor field performance for this device.